Manufacturer narrative:
Philips service recreated the database and resolved the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that image drives full causing loss of image functionality on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.